Event description:
Consumer called to report high readings with her meter and adjusting her insulin on the readings. 15 minutes later, she needed to call emt for asistance. Believes the meter is not reading accurately.